Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6

Event description:
Patient reported right side "fairly large breast inflammation, a clear "linguine sign" compatible with intracapsular rupture-per MRI, with abundant accompanying periprosthetic serum observed inside the fibrous capsule-per MRI, intracapsular siliconomas are observed-per MRI, a clear enhancement of signal is identified in the periprosthetic capsule-per MRI, with benign kinetic curves-per MRI, and tight skin." Healthcare professional later reported "late seroma and capsular contracture baker grade IV." The device has been explanted.

Event description:
Patient reported right side "fairly large breast inflammation, a clear "linguine sign" compatible with intracapsular rupture-per MRI, with abundant accompanying periprosthetic serum observed inside the fibrous capsule-per MRI, intracapsular siliconomas are observed-per MRI, a clear enhancement of signal is identified in the periprosthetic capsule-per MRI, with benign kinetic curves-per MRI, and tight skin." Healthcare professional later reported "late seroma and capsular contracture baker grade IV." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Clarification to h6 of initial emdr, e2317 granuloma was not an alleged event and will be unreported. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: granuloma, seroma-late, inflammation, and capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, seroma-late, inflammation, capsular contracture baker grade IV.

Event description:
Patient reported right side "fairly large breast inflammation, a clear "linguine sign" compatible with intracapsular rupture-per MRI, with abundant accompanying periprosthetic serum observed inside the fibrous capsule-per MRI, intracapsular siliconomas are observed-per MRI, a clear enhancement of signal is identified in the periprosthetic capsule-per MRI, with benign kinetic curves-per MRI, and tight skin." Healthcare professional later reported "late seroma and capsular contracture baker grade IV." The device has been explanted.